Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 24 and 36 hours on the back. It was noted that the cannula dislodged from the site. Hyperglycemia treated with manual injection and a new pod.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. The device was inspected for damages that would cause the reported dislodging, and none were observed. The cause of the reported event could not be determined.